Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was evaluated in office after their device began alarming. The device was interrogated and a lead integrity alert (lia) was triggered on the right ventricular (rv) lead. The lead had noise, elevated sensing integrity counter (sic) counts, variable impedance, high rate non-sustained episodes and low defibrillation impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.